Event description:
The patient had a total knee replacement preformed in the winter of 2012. A few months later the tibial component was found to be loose. Knee replacement surgery was performed again in the late summer of 2013.